Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: note: the surgeon who implanted the device is not the same as the surgeon who removed the device - getting information is not as easy/available. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes - but results are not available. What is the lot number of the linx device? Not available. When using the linx sizing device what technique was used to determine the size? Standard sizing technique. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? Not available. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not available. How severe was the dysphagia/odynophagia before intervention? Not available. Were there any intra-operative complications during implant? Not available. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Not available. Besides the reported dysphagia, what was the reason for removal of the linx device? Patient request. Was the device found in the correct position/geometry at the time of removal? Not available.

Event description:
It was reported that a linx device was explanted due to mild dysphagia and patient request.